Event description:
During a remote follow-up, episodes of inappropriate automatic mode switch were observed on the device and one of the episode egm's was not available. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that technical support reviewed that records and determined that the egm's were not missing. The remote transmission did not contain all of the egm's but rather they were available when the device was interrogated with a programmer. No intervention required.